Event description:
The manufacturer was contacted in reference to the dreamstation auto CPAP device's event. The patient is alleging asthma (new or worsening) and inflammatory response. At this time, no medical intervention has been reported. Additionally, the device was returned to third party service center and there is no visible foam has found during the evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.